Event description:
Customer reportedly received the following results on 2 different nano system within 10 minutes: 1. 157 mg/dl (nano system 1) and 50 (nano system 2) 2. 173 mg/dl (nano system 1) and 70 mg/dl (nano system 2) sets of readings were taken at different times. No adverse event reported. Requested return of alleged product and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.